Manufacturer narrative:
Received two photos from the customer. The first photo showed a bloody tego. The second photo showed two samples with torn seals. These tegos did not match the returned sample. Received one used lat-d1000 connector tego for inspection. Blood residuals were observed in the tego. The tego was leak tested per product specifications. There was leakage. The tego was disassembled. There was a v-shaped tear in the side of the inner lumen of the seal. This type of damage is typical of a needle strike. The reported complaint was confirmed. The probable cause is due to access with a needle. The dfu states: "do not use needles." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a connector tego¿. The customer reported that two hours after starting hemodialysis therapy, the patient called the nurse because she noticed blood in the gauze pads that were covering the connection between the extracorporeal line and the catheter branches. The nurse noticed a drip through the silicone covering the tego set. After this was detected, the therapy was interrupted, and the tego was immediately replaced. There was no patient harm or medical intervention; however, there was a loss of approximately 5 ml of blood. The complaint information indicates that the event was considered by the customer as not serious. As per the report, the treatment started at 06:31 am, and a heparin dosage of 7000 iu was administered intravenously. The blood pressure was 142/74 mmhg, and the heart rate was 76 beats per minute. The event time occurred after 120 minutes after the initial, at 08:31 am, in that moment, the blood pressure was 118/72 mmhg, and the heart rate was 74 beats per minute. The end of treatment was at 10:43 am, with a blood pressure of 133/84 mmhg, and the heart rate of 92 beats per minute. In addition, there were 30000 ml of treated blood, with a flow of 281 ml/min, dialyzed flow of 336 ml/min and ultrafiltration dose of 920 ml/h. The myeloproliferative neoplasms (mpn) were 10 mmhg. As per the report, the tego connector was used more than once because it was designed for three connections per week, and causal relationship of the event or incident was considered probable. As per the form, no further actions were taken.